Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. The customer ordered main pcb for this unit. However, the suspect device was not returned for further evaluation. Therefore, no root cause could be determined yet.

Event description:
The customer reported that the vela ventilator was alarming transducer fault. At this time, there is no information regarding patient involvement associated with the reported event.